Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number, was not provided, and a root cause investigation was not able to be performed by abbott diagnostics (B)(4), inc. A review of complaints' trend reveals that all ID now covid-19 lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined.

Event description:
A customer reported false negative results on 4 patients with the ID now covid-19 test. This report represents 1 of 4. The customer reported a false negative result using an oropharyngeal (op) swab using the ID now covid-19 test on (B)(6) 2020. Confirmation testing was performed on an op swab using the roche cobas sars-cov-2 test provided positive results. Additional patient information, including symptoms, treatment and outcome are unknown. Attempts to gain additional information were not successful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.